Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00163. Follow-up identified the patient was undergoing rehabilitation.

Event description:
Device 1 of 2 reference MFR. Report: 3006705815-2017-00163 follow-up identified the patient continues to do rehabilitation at home with an improved health status.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00163. It was reported the patient experienced an epidural hematoma after the trial procedure. In addition, the patient underwent decompression surgery the same night of the trial implant. No further information is available at this time.